Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging erratic readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the patient refused to answer any questions. The following is based on the initial call placed by the patient. The patient first noticed the alleged inaccurate readings approximately 2-3 months ago. The patient tested on an unspecified date and time and obtained erratic readings on the one touch ultra 2 meter; however, results were not provided by the patient. The patient mentioned that the readings were taken less than 20 minutes from one another. The patient was not taking any diabetes medication at the time of the event. The patient did not treat themselves based on the meter readings. Approximately 1-2 hours after the readings, the patient began to sweat, was not able to function and had shivers when he woke up. The patient ate more food and drink and did not seek any further medical attention. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips passed using the control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, date of the incident and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the inaccurate readings he developed symptoms of a serious injury and had to self-treat.